Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was experiencing database bloat exceeding 9gb. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that database bloat. The technical support specialist verified that the fatal error was due to excessive db size caused by halted maintenance services from version differences. A temporary fix was applied by shrinking the db, which suppresses the error but requires repeated action. All listed stations were successfully reindexed and shrunk, reducing es station usage from ~9gb to ~7gb; anesthesia stations were excluded as the devices were already below 7gb. Server purge was initiated, and maintenance services restarted across all stations, enabling automatic db size reduction. Access to es prod app server (pyxisesapp03vp) was granted, and purge processes are confirmed running with purgequeue at 0. The case was monitored hourly, and for any errors before the scheduled upgrade for further db shrink support. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was experiencing database bloat exceeding 9gb. The user was unable to dispense multiple medications from pyxis due to error. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.